Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication error and the system locked up. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There was no pt injury or death reported.